Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter had a date/time issue. The complaint was classified based on the customer care advocate (cca) documentation. It is not known when the alleged product issue first occurred, but it is known that the patient manages their diabetes with insulin pump therapy and denied making any changes to their normal regimen as a result of the alleged product issue. The patient reportedly developed the symptoms of "shaky and weak" on unspecified period of time after the alleged issue started and as a result of these symptoms the patient had been receiving additional food and/or drink from a healthcare professional "all week" leading up to the alert date of (B)(6) 2015. At the time of troubleshooting the cca was able to resolve the issue with training, but was unable to determine if the issue occurred immediately after removing/replacing the meter's battery. Based on the provided information at this time, it is unclear how the date/time format issue can lead to the patient's symptoms since the date/time setting does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. Despite repeated attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia after the date/time issue occurred.